Event description:
It was reported that, "absolutely no bony ingrowth on cup. Original revision surgery was in 2006."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should device become available, the evaluation summary will be submitted in a supplemental report.